Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient developed swelling at the lumbar site accompanied with a headache. It was suspected that the patient had a cerebrospinal fluid (csf) leak. The reporter was unsure when the symptoms began. The reporter was notified on the day of the report that a catheter revision was to occur. The medication delivered by the device system was unknown. It was later reported that there was fluid at the catheter insertion site; however, the fluid was neither csf nor drug. It was noted that the symptoms had been ongoing for several weeks. The physician opened the catheter insertion site and ¿everything looked great¿; therefore the physician decided not to perform a revision. The device system delivered morphine. It was later reported that the fluid came back and the pump was explanted on 2013 (B)(6). There was no confirmation on what the fluid was but it was noted that the catheter and pump were working fine. At the time of the report the patient ¿seems to be doing ok¿.